Event description:
It was reported to boston scientific corporation that an advantage sling was implanted into the patient on (B)(6) 2006. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; recurrent incontinence; aggravated incontinence. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: colofac and panadol for the treatment of: pain. Treatment duration: 6 years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain and incontinence. Treatment duration: 6 weeks. The patient was treated with other (please specify): voltaren suppositories. The patient was treated with other (please specify): vagifem. The patient was treated with other (please specify): incontinence pads. The patient was treated with other (please specify): hormone patches for: did help with pain.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: b5, h6 impact codes, and below: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06634.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2006. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: colofac and panadol for the treatment of: pain . Treatment duration: 6 years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain and incontinence . Treatment duration: 6 weeks . The patient was treated with other (please specify). The patient was treated with other (please specify). The patient was treated with other (please specify). The patient was treated with other (please specify) for the treatment of: did help with pain .